Manufacturer narrative:
Reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the patient was underwent for the orif surgery for pelvic fracture on (B)(6) 2020. During the surgery, while the surgeon was applying the reduction by using the collinear reduction clamp, the grip part got broken. The surgery was successfully completed without any delay. There were no patient consequences. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: b1, b5, h1: the initial complaint was reviewed and found to be a duplicate of a previously reported compliant (B)(4). Information related to this event is captured on manufacturer report number 8030965-2020-03405. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found to be a duplicate of a previously reported compliant (B)(4). Information related to this event is captured on manufacturer report number 8030965-2020-03405.